Manufacturer narrative:
Section h6, code 300: cuff on complaint sample had a "v" shaped slit at a right angle to the main tube body. Microscopic examination revealed that the slit had been caused by a "tearing" action. The single wall thickness was measured away from the damaged area and was found to be within specification.

Event description:
As device was pretested, a cuff leak was detected. No pt injury.